Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, but the malfunction persisted. Therefore, technical support decided to replace the pump, although it was out of warranty and the customer was not interested in a loaner pump. The customer reverted to an alternate method of insulin therapy.